Manufacturer narrative:
A getinge field service engineer (fse) checked and found unit shows low vacuum and system failure intermittent observed the unit. Fse replaced front end pcb (d670-00-0668) module checked and found unit working ok.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit shows low vaccum system failure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.